Event description:
Intra aortic balloon pump alarmed for "leaking." Help menu followed. Auto filled per help menu. Several minutes later, alarm sounded again. Blood found in helium tubing. M.d. Instructed nurse to clamp off helium line, (5:20 a.m.) Pt. On pump 1:1. No significant changes noted. Pt. To operating room at 8:30 a.m. For coronary artery bypass graft.